Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks from their implantable cardioverter defibrillator. Interrogation with the programmer of the device showed no episodes of shock. Review of session records showed the shocks. The programmer was turned off then back on, then the shocks were noted on the programmer. The patient was extremely uncomfortable and hurting. All the shocks were not reviewed, the ones that were appeared to be appropriate. The device was at elective replacement indicator. The patient was recovering.

Event description:
New information noted that the transmission could not be sent due to the system being down. The shocks were a mix of inappropriate and appropriate shocks. The patient also received anti-tachycardia pacing therapy for supraventricular tachycardia. The patient now has post-traumatic stress disorder from the event.

Manufacturer narrative:
Additional information: b2, b5, d7, d10, h3, h6, h10 per analysis update. Analysis was normal. No anomalies were found.

Event description:
New information received noted that the implantable cardioverter defibrillator was explanted and replaced on 27dec2019 due to reaching elective replacement indicator (eri).